Manufacturer narrative:
Returned for evaluation was one solero probe. The distal portion of the probe was not returned. The ceramic tip is fractured and black/charred. X-ray images were taken of probe tip by angiodynamics r&d during the device investigation analysis. The x-ray images show an internal break of the semi-rigid as well as a crack in the ceramic cylinder. The likely root cause of the tip fracture is a thermal event that overheated the semi-rigid connector and resulted in fracture of the ceramic tip. The cause of such an event is not known. Attempts to recreate the ceramic tip fracture phenomenon in a controlled setting have required excessive device alteration which is not evident in the returned sample. The customer's reported complaint description is confirmed as returned complaint sample had probe tip fractured; distal portion was not returned. Evaluation of the complaint sample showed no manufacturing non-conformances. A definitive root cause for the tip fractured could not be determined, however, a thermal event may have contributed to the fracture of the ceramic tip. A review of the device history records was performed for the applicator lot for any deviation in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
A distributor reported receiving information regarding an issue with a 19 cm solero applicator during a laparoscopic microwave ablation of 2 liver lesions (hcc). The first lesion was successfully ablated and the needle when then repositioned to ablate the second lesion. The needle was placed with no difficulties, utilizing ultrasound guidance; however, the generator then displayed a "high reflected power" error message. All connections and positioning were noted to be correct but the doctor was unable to start the ablation. The applicator was then removed from the patient and noted to be missing the distal tip of the needle. Ultrasound confirmed that approximately 3-4mm of the tip remained in the patient. The procedure was completed with another same device and anesthesia time was not extended longer than an additional 30 minutes. The tip has not been removed and is retained in the patient. The patient has not experienced any harm or adverse event as a result of this incident. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.